Manufacturer narrative:
Event date: the events occurred on unspecified dates "within the last week from when they called in". Lot #: the customer reported three (3) suspect lots dr18k13019, dr18k09025, and dr18k08027. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink duo-vent continu-flo solution sets were leaking. The reporter stated that the leak was coming from the ¿lower y-site, top of tubing where the chamber meets the tubing or at the white tubing segments¿. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device with suspect lot # dr18k08027 was manufactured on november 08, 2018. The device with suspect lot # dr18k09025 was manufactured on november 09, 2018. The device with suspect lot # dr18k13019 was manufactured on november 14, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.